Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient continues to be monitored. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.